Manufacturer narrative:
H2, h3, h6. The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Visual inspection observed a scratched lid and bezel. Functional evaluation revealed the unit has no output voltage. The unit was opened and found no issues. The complaint was confirmed and the root cause is associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that the controller displayed an error message when the wands were connected into the unit, the box was not recognizing the wands. The wands worked fine when they were plugged into another unit. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.